Manufacturer narrative:
Suspect medical device: -monaco 5.00.00.

Event description:
It was reported that when bolus is created and assigned to a beam for vmat and imrt in treatment aids, the bolus assignment is removed if anything is changed within the imrt prescription. There was no actual mistreatment based on the available information.